Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had bleeding and underwent another operation 6 days following a lobectomy procedure. It was stated that intercostal artery was found to be damaged and about 4000cc of bleeding occurred. The surgeon checked the damaged site and found that the site was in the condition like it was cut by a saw. The procedure was converted to an open procedure and additional tissue resection was required due to the issue. It was stated that there was a tissue damage and the patient received blood transfusion as a result.